Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 product type catheter product ID 8835 serial# (B)(4) product type programmer, patient product ID 8840 serial# unknown. Product type programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard 2 alarms going off on the pump; first, one was heard, then a day later, the second one started. The low reservoir alarm had sounded (also reported as "the pump was low in meds") when the patient saw their healthcare provider (hcp) on (B)(6) 2015. The pump was being used to deliver hydromorphone 10 mg/ml at 1.001 mg/day, clonidine 100 mcg/ml at 10.01 mcg/day, and bupivacaine 0.9 mg/ml at 0.09006 mg/day. The pump was reprogrammed to slow down the rate, but it was not refilled; the pump was then being used to deliver hydromorphone 10 mg/ml at 0.064 mg/day, clonidine 100 mcg/ml at 0.64 mcg/day, and bupivacaine 0.9 mg/ml at 0.00572 mg/day. That night, the patient started having symptoms which continued for 2 weeks; the symptoms were specified as "very sick" for 2 weeks, they almost went to the emergency room (ER), but they were too sick to drive themselves, it was "like they had gone through withdrawal." No interventions were reported, and the patient started feeling better after having the symptoms for 2 weeks; the situation resolved. Subsequently, on (B)(6) 2015, an alarm was heard; the pump was alarming or beeping, a single tone was heard "every couple of hours or so." The patient saw their hcp and pump analysis and telemetry were performed. The pump was decreased to the minimum rate (also reported as "it was turned off," "it wasn't working anymore," and "they could not program the pump"). No symptoms or adverse side effects were reported with regard to that alarm. At that time, only 1 cc of medication was left in the pump. On (b))(6) 2015, the patient heard the pump alarm again. On (B)(6) 2015, the patient left a message at their clinic, but had not heard back as of (B)(6) 2015. The patient was redirected to their hcp. On (B)(6) 2015, the patient came in to their hcp resolve the pump alarms, and for low back and bilateral neck pain. The constant bilateral low back pain was rated at a 7 on a 1-10 scale, was worse on the left, varied in intensity, radiated to both legs, and was worsening with treatment; the quality of the pain was described as aching, burning, cramping, and numbness. Additionally, the patient experienced bilateral lower extremity numbness and tingling, stiffness of the low back, interference with sleep, and difficulty laying down. The patient experienced more pain. With regard to the patient's bilateral neck pain, the patient experienced severe pain with neck movement; rated at a 5 on a 1-10 scale. Additionally, the patient experienced neck stiffness and spasms of the neck. Physical examination also revealed tenderness over the paraspinal muscles overlying the facet joints and sacroiliac (si) joints on both sides, and 1+ muscle spasm over the middle paraspinal. Lumbar sp ine flexion was limited to 35 degrees, extension was limited to 0 degrees,right side bending was limited to 10 degrees, and left side bending was limited to 10 degrees; all with pain. It was noted that the patient had done well after the pump implant and was stable with the intrathecal medication regimen. The morphine sulfate, clonidine, and marcaine (bupivacaine hydrochloride) doses were changed to zero (also reported as "they stopped the pump"). The pump was stopped per the patient request, and they declined filling of the pump with saline. The patient was to be seen by another hcp for possible explant; no replacement considered at that time. On (B)(6) 2015, the patient thought they heard a single beep around dinner. On (B)(6) 2015, around 6 p.m., the patient heard the critical alarm going off. The patient was again redirected to their hcp. Additional information with regard to the actions and interventions that were taken identify and resolve the pump alarms and dates was requested. If additional information is received, a follow-up report will be sent. Additional information received from a consumer reported the patient had a pump and deliver failure that resulted in hospitalization, surgery, and overdose. The date of the injury was (B)(6) 2013. It was noted the pump was explanted on (B)(6) 2015. The IFU was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.